Manufacturer narrative:
The customer used 13 mm tubes without rack adapters. The number of tube inversions appeared to be lower compared to the tube manufacturer¿s instructions. The sample centrifugation time may have been shorter than recommended by the tube manufacturer and the speed may have been inadequate. According to the information provided, the calibration and quality control results were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on a cobas e 411 analyzer (disk system). The sample initially resulted in a value of 1.71 iu/l and repeated as 197.9 iu/l. On (B)(6) 2022, the sample was repeated resulting in a value of 207.3 iu/l. The initial questionable result was reported outside of the laboratory. The reagent lot was 566669 with an expiration date of 31-jan-2023.